Manufacturer narrative:
In addition to the adhesive peeled off of the objective lens, service confirmed the customer's report that the bending section cover was chipped. Service also found the bending angulation was out of specification due to wear of the angle wire. The bending manipulation and insertion tube demonstrated wear due to physical stress. Several of the device components demonstrated wear, deterioration, and deformation, due to use and chemical processes over time. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a chip in the bending section cover of the subject device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the adhesive on the objective lens was deteriorated and peeled off. This report is being submitted for the deteriorated/peeling adhesive found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by physical stress such as dropping or hitting, or deterioration by a chemical stress during reprocessing. The root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.